Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 57 mg/dl and food was consumed to address the bg level. The cause of the low bg was not known. The customer declined to upload the pump data for review. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.